Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The drug dose, and concentration were unknown. It was reported that a motor stall was seen at initial interrogation. The patient had an MRI on (B)(6) 2017, and the pump was not checked post-MRI. Upon interrogation on (B)(6) 2017, motor stall recovery occurred in the notes. The patient had not heard an alarm. The hcp planned to aspirate to confirm volumes. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported they did not have access to the patient¿s weight. The hcp reported that the expected volume was removed from the pump, and the rest of the refill went well.